Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A material manager reported that during an intraocular lens (iol) implant procedure, the doctor punctured the sack when implanting. The iol was removed from the eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. Both haptics are bent in the gusset and distal area onto the optic surface. The customer indicated the use of a qualified cartridge with a non-qualified handpiece. A viscoelastic was indicated which is qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the complaint of "explanted lens; doctor punctured the sack when implanting". The returned lens was damaged. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. A failure to follow the directions for use (dfu) also occurred. The manufacturer internal reference number is: (B)(4).